Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:the device associated with this report was returned for analysis. Visual examination of the product was not able to confirm the cracked complaint. However, the impactor is found broken in two pieces. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Event description:
It was reported that the tibial impactor cracked. Surgical delay unknown.